Event description:
It was reported that the atrial lead exhibited noise resulting in automatic mode switch episodes. The noise was reproducible in clinic with isometric testing. The lead also exhibited intermittent loss of capture and p-wave variation. The lead was capped and replaced on (B)(6) 2015. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).